Event description:
The reporter stated that the red accuflush did not close properly and had to be closed manually after fast flushing. It was further stated that this resulted in an overdelivery. There was no pt injury or treatment associated with this event.